Event description:
Information received by medtronic indicated that insulin pump had critical pump error and blank display. Insulin pump had crack on the side of battery compartment. There was no damage to retainer ring. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.